Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except the charring, we found no further abnormalities. Then we checked the mechanical function. The clamping and the cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification, valid during the time of production. There are no further similar compliants with this lot. Conclusion and root cause: the root cause of the problem is most probably design related. Rational: one probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiates an arc. A further possible cause is a damaged insulation tongue (dissection clip). This damage created by incorrect handling during cleaning of the electrodes. A damage during rf-generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system and are working on a solution. CAPA (B)(4) was started.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the arcing in jaw" as well as applicable "item defect location/defect type" .